Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure the retainer wing fell off from the vertebral body retainer, when the surgeon was working on the disc. The retainer could not be put back together. One of the cap screws from the retainer was missing. X-rays were taken of the patient and it was confirmed that the missing cap screw was not in the patient. This report involves (1) vertebral body retainer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative; h4, h6: part: 03.820.111. Lot: t159598. Manufacturing site: tuttlingen. Release to warehouse date: november 13, 2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Photo investigation the device was not returned. A photo-investigation was performed on the received images. Upon inspecting all the images provided, it was observed the tooth wheel tip was missing from thumb screw of the vertebral body retainer hence confirming the allegation of missing component but we couldn't find the broken vertebral body retainer hence the allegation of broken device can't be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo/video investigation but the allegation of the broken device can't be confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.